Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
8100 rate test failure. Display board- segment dim. The customer stated that there was no patient involvement. (B)(4).patient or user involvement: no. Patient or user harm: no. Case description: (B)(4) had a lvp8100 sn (B)(4) failed rate test during pm. He performed rate calibration but the pump failed calibration. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: (B)(4) confirmed he used rate calibration and it was a new set. I recommended thai to replace bezel assy. Thai will replace bezel assy. And perform rate calibration again. If he still have a problem, he will call me back. (B)(4).